Manufacturer narrative:
The device was returned for analysis. The reported foot deployment issue was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information received: the procedure was done in a calcified right common femoral artery via a 7f sheath and upsized sheath of 14f. Hemostasis was achieved with the two pre-placed sutures of two proglide devices.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in a vessel was attempted with a proglide device, using the pre-close technique, prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the foot could not be sufficiently deployed and when pulling the device back, the foot could not be positioned properly against the arterial wall. Another proglide was used to achieve hemostasis. There was no report of adverse patient effect. There was no report of clinically significant delay in the procedure.